Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the sureform 60 stapler instrument to perform failure analysis. The reported issue with the instrument could not be replicated or confirmed. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the prop b-shape. The procedure logs could not be retrieved during this time. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument would not open or fire completely. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A review of the logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: logs show the instrument was installed on the system 5x and fired 3 reloads (2 blue, followed by 1 white). On install 1, a blue reload was installed, however no clamping or firing was attempted. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, however no firing was attempted. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. The first unclamp attempt appears to have been aborted and is potentially related to error code 31048 in the logs, which is indicative of a system timeout fault. The fault occurred at the same timestamp as the aborted unclamp. A second unclamp attempt was logged ~20 seconds later, which was successful. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.